Event description:
A report was received that the patient was experiencing sharp and stabbing pain along the ipg site. X-ray was taken and showed that the ipg had flipped. The patient underwent an ipg revision procedure and was doing well postoperatively.